Manufacturer narrative:
(D10) concomitant devices: 300-01-10 - eq humeral stem primary press fit 10mm: (B)(6) 320-42-00 - eq reverse 42mm humeral liner +0: (B)(6) 320-10-00 - eq reverse tray adapter plate tray +0: (B)(6) 320-01-42 - eq reverse 42mm glenosphere: (B)(6) 320-15-02 - eq rs glenoid plate sup aug, 10 deg: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side. Subsequently, approximately 7.5 years after initial implantation, the patient experienced a dislocation. Patient dislocated while reading to granddaughter. Seen in clinic, tried to put back in place but unable. Sent to emergency department. As a result, the patient is scheduled to follow-up in approximately 1 week. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 . MDR section codes updated/corrected: b, c, d, f. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.